Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that the patient suffers from severe pain, swelling, inflammation, and damage to surrounding bone and tissue, and partial lack of mobility. Ppf alleges loosening of cup and dislocation with closed reduction. After review of medical records, patient was revised to address failed acetabular component. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (right hip).